Manufacturer narrative:
A philips service engineer inspected the system on-site and found the seal on the arm was missing and some wiring was causing tension in the monitor's movements which caused the column cover to break away. The engineer informed the customer that the arm cover was cosmetic and not replaceable as an individual part. The only option would be to replace the entire column, the customer declined this option. The philips engineer returned the system to working use without the cosmetic arm cover.

Event description:
It has been reported to philips that the protective cover of the ceiling suspended monitor arm fell off. The system was not in clinical use. No harm has been reported.